Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that approximately two months post implant, a single impedance reading of zero was observed on the rv tip to rv coil conduction path. Other impedance measurements were noted to be ok. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.